Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced peritonitis and passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. In the previous month before the event of death, the patient was hospitalized for an unknown indication and was later diagnosed with peritonitis while hospitalized. On an unreported date, the patient was treated with unspecified antibiotics (orally and intraperitoneally, dose and frequency not reported) for peritonitis. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. Subsequently, the patient passed away while hospitalized. The cause of death was reported to be due to peritonitis and unrelated events. An autopsy was performed and results were unknown. Additional information was requested but was not available. This is report 1 of 3 involved in this event.